Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the protection sleeve cannot be inserted in the aiming arm for the antegrade femoral nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product has not yet been evaluated. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation which was carried out of the disputed aiming arm has shown that the bore for receiving the drill sleeve / protection sleeve is cracked. In addition, the instrument is on the surface damage (hammer tracks). Because of this damage pattern an error can not be excluded. The review on the material and production documents showed that the offending instrument was prepared according to the ao / asif specifications. No product fault was found.